Event description:
A report was received that a pt was burned by her charger. The physician was never aware that the pt was burned. The burn was never treated by the physician and healed on its own.

Manufacturer narrative:
Boston scientific initiated a class ii recall of charger 1.0 as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and the associated causes have been identified. Bsn is no longer manufactures or distributes charger 1.0 devices. This is the final report.